Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with a 6f non-bsc introducer sheath via the right femoral artery. The 99% stenosed target lesion was an in-stent restenosis of a previously implanted non-bsc stent located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 4mm sterling balloon catheter, two 6mm x 120mm non-bsc stents were implanted inside the previously implanted stent. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was then advanced for post-dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6mmx60mm sterling balloon catheter. No patient complications were reported and the patient's status was good.